Event description:
It was reported that during use of the bd max¿ system, a false positive patient result for bacterial meningitis test was obtained. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "environmental contamination". Customer reported suspected several false positive results. Service observed sql values were too high. Service normalized readers ad performed preventative maintenance. This complaint is unconfirmed as the issue alludes to an environmental contamination issue. No problems were identified with instrument performance by the customer. The root cause cannot be determined with the information provided. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint is unconfirmed. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: nqx, njr, ozn (B)(6) g5. PMA / 510(k)#: there were multiple PMA / 510(k)#'s reported to be involved. The information for the additional PMA / 510(k)#'s are as follows: k120138, k130470 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, a false positive patient result for for bacterial meningitis test was obtained. There was no health impact or consequences reported.